Event description:
Complainant alleged that during biomed testing, the device displayed "pacer fault 116", "pacer disabled" and "defib disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to the faulty transistor, transformer and diode on the hv module. Analysis for reports of this type has not identified an increase in trend.